Event description:
It was reported that the reload misfired and did not form the right staple formation leading to incomplete anastomosis at the bronchus. Procedure successfully completed, no patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 8/13/2024. D4: batch # 401a15. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Was there any difficulty opening the device jaws? If yes, what steps were taken to open the jaws. Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one gst60g (b) reload was received partially fired 1/16. The returned reload was reset and loaded into a test device. The returned reload was tested for functionality with a test device in the straight position and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 401a15, and no non-conformances were identified.